Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a blank display. Her blood glucose is 300 mg/dl. The customer stated that after changing the battery, her pump would alarm but because it was blank, she did not know what the alarm was. After blank display troubleshooting, the display did not return. She said that there is a dark line on the bottom of the screen. She was advised to discontinue use of the insulin pump and to revert to a back-up plan per her doctor¿s orders. The insulin pump will be returned for analysis.